Event description:
The customer stated that they gave themselves manual injection and bg dropped little. The customer reported that they were hospitalized for high bgs and dka. Troubleshooting was performed. The programming, and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.